Manufacturer narrative:
The lead was discarded, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. There were no adverse pt effects reported. The event will be re-evaluated if additional info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported the lead was explanted (discarded) due to micro-dislodgement; not sensing and pacing properly. A competitor's lead was implanted. There were no adverse pt effects reported. The lead was actively implanted for approximately 2 years, 4 months.